Event description:
This rv lead was implanted (B)(6) 1997 on and remains implanted at this time. The first call was placed to technical services on (B)(6) 2016 and capture rv lead measurements. Then another call on (B)(6) 2018 stating that shock lead impedance was 0 ohms and right ventricular (rv) to can 82, supra-ventricular configuration (svc) to can >200 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).